Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty laparoscopic procedure, the device had damaged seal and trocar had a leaked. The surgeon continued to use the trocar. There was no patient injury.